Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight is not available for reporting. Device is an instrument and is not implanted/explanted. (B)(6). (B)(4). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during trochanteric fixation nail (tfn) surgery performed on (B)(6) 2016 for subtrochanteric femur fracture, an aiming arm blade guide capturing device fell apart after blade insertion was completed. When surgeon was disengaging the insertion sleeve and buttress compression nut, the gold piece of aiming arm and the piece that latches the buttress compression nut came out. X-rays were taken and it was confirmed that no fragments fell in patient. The surgery was completed successfully with no patient harm or surgical delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the returned aiming arm was examined and the complaint condition was able to be confirmed as the device was returned disassembled. Further examination found that all four of the helical knurl pins, which attach the aiming arm cap to the device body, were missing, as was the spring. As it is not possible for cap to disassemble with pins in place, it is likely that all four pins fell out allowing the cap to fall off and the spring to become lost. No definitive root cause was able to be determined; however, based on device condition and age, it is likely that wear/tear contributed to the failure. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The 130 degree aiming arm is part of the trochanteric fixation nail system and is used to achieve the proper angle for inserting the helical blade for proximal locking of the nail and a locking bolt/screw for distal locking of short nails. The 130 degree aiming arm is one of three aiming arms available in the system. After the nail is inserted into the femur, the aiming arm is attached to the insertion handle, and then a buttress/compression nut and blade guide sleeve assembly are inserted through the aiming arm and locked into position. A helical blade can be inserted and locked into the nail following insertion of a guide wire and predrilling. The relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision): top-level, aiming arm cap, helical knurl pin, and compression spring. A design change (top-level) was implemented to change the pins. The returned device was manufactured after the design change. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number with no material record reports, non-conformance reports, or complaint-related issues identified. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.